Event description:
Unremitting chronic pain and stiffness following bilateral hip replacement surgeries in (B)(6) 2007. The prostheses are wright medical conserve plus devices. Although I am no longer cane-dependent, the surgeries never alleviated all of the hip-related pain, which has worsened over time. Potential related problems are shortness of breath and prostate cancer diagnosed in (B)(6) 2011. There is no history of prostate in my family.